Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge fill estimate remained static. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged between 165-180 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.